Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 03/16/2017. Complaint for structured query language error (sql) could not be confirmed. The root cause could not be determined, post investigation.